Event description:
It was reported by the company rep, that during showering the pt fell in the floor.

Manufacturer narrative:
(B)(4). Add'l info will be provided upon conclusion of the investigation. MFR ref # 3007420694-2015-00028.